Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 490 mg/dl to "high", specific value not provided. Cause of bg level was not known. Customer administered a manual injection of insulin to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.